Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Patient reported left side deflation. Healthcare professional additionally reported "capsular contracture" baker grade unknown and "some episodic breast pain." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination and crease fold. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Additionally, healthcare provider reported "history of capsular contracture", baker grade unknown, and "some episodic breast pain." Device has been explanted.